Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the cause of the backup was due to an unknown por during the implant procedure. Product code was reloaded and the backup condition could not be reproduced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant procedure, the pacemaker went into backup vvi mode. Loading backup vvi report was attempted; however, telemetry was dropped and patient was in complete heart block. A new device was used instead. Patient was stable.